Event description:
Plaintiff alleges sustained injuries causing her pain discomfort including but not limited to contact de4mrmatitis, wheezing, sneezing, runny eyes, breathing problems, asthma, anaphylactic shock.